Event description:
It was reported that the patient with this right ventricular (rv) lead experienced symptoms with atrioventricular desynchrony. This rv lead was explanted, replaced, and received by boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.